Event description:
A past low blood glucose event was reported by the customer, with the lowest level recorded at 46 mg/dl. Cause was not known. The customer treated the low blood glucose by consuming carbohydrates and was advised by technical support to consult a healthcare provider to discuss potential factors affecting blood glucose levels. The customer acknowledged and understood this recommendation.